Event description:
The initial reporter complained of an issue with the cobas infinity lab core license version 3.10.03. The customer alleged that an incorrect patient result was displayed from the patient history tab. The customer was checking the patient result history tab for a patient; however, the results shown were for a different patient. The patient was not harmed due to this issue.

Manufacturer narrative:
The patient history tab displays a user-configured number of previous orders for the patient associated with the shown order, provided there is at least one previous order to be displayed. The patient table contains the headers, including the order ID and the order date, and the results. The first order listed in the table corresponds to the current order displayed on the validation screen. The investigation determined that after moving to a different order in the validation screen, the headers are refreshed and use the information of the new patient in the screen, however, the results part is not refreshed and the results are the same shown for the previous order, which is likely not belonging to the same patient of the order being currently shown in the screen. The investigation determined that the software is not handling some scenarios of moving between orders in a work area correctly, caused by a code that was not executed or an error when the code was executed. The investigation verified the event as a software issue in the cobas infinity.